Event description:
It was reported that the adjustable anchor broke while attempting to fasten the anchor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.